Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the filter contained 6 legs and 5 arms present and intact. One arm was broken approximately 1mm from the base of the apex, and was not returned. A small clot and piece of tissue were noted in the apex and on the hook. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: based on the images provided, a denali filter was successfully captured and retrieved, can be confirmed. Based on the images provided, a detached filter arm was identified in the confines of the filter prior to filter retrieval, can be confirmed. Based on the images provided, the removal of the detached filter arm cannot be confirmed. Conclusion: the filter was returned. Six images were provided. Based on the returned sample condition and images provided, the investigation is confirmed for a detached filter arm. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Method: radiographic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device and no medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Images were provided and review is currently underway. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eleven months post vena cava filter deployment, during a scheduled vena cava filter retrieval procedure, one filter leg was discovered "incidentally" during the pre retrieval scan. The filter and detached filter leg were captured and retrieved successfully with the use of a snare. The patient was reported to be asymptomatic prior to filter and detached filter limb retrieval and patient tolerated the retrieval procedure well, with no reported patient injury.